Event description:
Patient had a hardware implant in 2006 on the left ankle. During a surgery on (B)(6) 2012 to remove the hardware, the surgeon removed two 4.0 cannulated screws at the medial aspect of the ankle. During the removal, two conical extraction screws tips broke off into the retained cannulated screws. Everything was retrieved from the patient and nothing was replaced with removal. The incident prolonged the procedure by 30-40 minutes. This is 2 of 2 reports for this event.

Manufacturer narrative:
This device is used for treatment not diagnosis. Additional narrative: not previously reported. Due to an unknown cause, the tip of the extraction screw broke. No unusual wear or cosmetic damage was noted on the part. All dimensions that could be measured were found to meet specifications.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. However, a review of history records show the product conformed to all requirements.